Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator device located in or2 at the surgery center experienced a malfunction, with pockets failing to open and subsequently going off the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes, section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model and section h device manufacture date a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device at surgery center had a malfunction. A field service engineer (fse) shut down the device and replaced the pyxibus cable. After powering the device back on, the application indicated that drawers 2.1 and 2.2 were not on the bus. Upon opening the back panel, the fse observed that there were no lights on the controller cards. The device was shut down again, the pyxibus controller card was replaced, and the retractor bands were unplugged. When the device was powered on, the controller card became active. The fse shut the device down once more and plugged in the retractor band for drawer 2.2. After powering up, the controller card for drawer 2.2 was working correctly. The device was then powered down again to reconnect the retractor band for drawer 2.1, but upon restart, the controller card for drawer 2.1 prevented the device from powering on properly. The fse powered down the device again and replaced the drawer controller card for drawer 2.1, then rebooted the device. Once the device booted to the application, the customer began testing. During testing, drawer 1.1 displayed required maintenance status. The fse powered down the device, replaced the network cable, and rebooted. The entire device was then tested in the hardware test application (hta) and rebooted into the user application. The fse confirmed that all drawers functioned correctly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device located in or2 at the surgery center experienced a malfunction, with pockets failing to open and subsequently going off the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.